Manufacturer narrative:
(B)(4). The customer has stated that the unit is available for evaluation however carefusion has yet to receive the device. In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. Carefusion has yet to receive the device for evaluation. (B)(4).

Event description:
The customer stated that while on a patient the unit alarmed "vent inop" and "motor fault" the patient remained unharmed in this incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty printed circuit board but was unable to reproduce the reported failure however discovered a transducer fault isolated to a failed transducer on the board.

Manufacturer narrative:
The main printed circuit board was re-evaluated and found that the transducers were operating per specification and there was no failure found.